Event description:
Safety supervisor explained that a technician trainee was putting a new blade in when her finger slidee over the dispenser knob and then over the edge of the blade. The injury required three stitches.